Event description:
It was reported that this patient has a clinical history of brugada syndrome and cardiac arrest and was implanted with a subcutaneous implantable cardiac defibrillator (s-ICD) system. The patient had previously passed screening in the secondary sensing vector and post-implant imaging revealed that the system was very well positioned. During the manual set-up, the physician noted t-wave over-sensing in alternate and primary sensing vectors. Additionally, the r-wave amplitude was low in the secondary vector. Standard dft was performed, which was appropriately induced, sensed, and treated in the secondary vector. Boston scientific technical services (ts) was contacted inquiring whether the primary or secondary vector would be most appropriate. However, the patient experienced four inappropriate shocks and was subsequently hospitalized with therapy programmed off. Ts stated that there was a large change in the patient's signal morphology, including decreased r-wave amplitude measurements and myopotential over-sensing, that contributed to the inappropriate therapy. It was suggested that the system had displaced, but fluoroscopy was performed and it was determined that the system was in an appropriate position. Thorough troubleshooting options were provided, such as maneuvers and a new automatic set-up tool, to determine the most appropriate sensing vector. It was also recommended that the programmed shock therapy zone be increased to prevent further inappropriate therapy. However, the patient strongly is requesting a system replacement. At this time, the s-ICD system remains implanted, but shock therapy has been programmed off. The patient is stable and is currently hospitalized.